Event description:
The manufacturer received information alleging that the battery is not charging for a trilogy evo, korea device. There was no allegation of harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed even when connected to ac power, the power led light does not turn on, and the battery does not charge. Upon review of the device's event log a ventilator service required evt_pwr_path_failed error was discovered. The device's power supply was replaced to address the issue. Additionally, the device's muffler assembly and air inlet foam filter were replaced for four-year preventive maintenance requirements. It was documented that in order to protect trilogy evo and the patient's respiratory tract from dust and particulate matter, perform external cleaning and disinfection weekly or as needed and use the inlet foam filter and particulate filter. Unit passed final test.